Event description:
Case description: this spontaneous report was received from a us nurse and concerns a female patient. She was injected with radiesse(+) into the chin (off label use of device). After the radiesse(+) injection, the patient experienced a vascular occlusion. The provider reported that the patient experienced blanching and they believed she had vascular occlusion (reported as vo). The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). The reported blanching is considered to be a symptom of the vascular occlusion and therefore was not coded. Off label use of device was coded only for formal reasons. Injection into the chin is no approved indication for radiesse(+) in us. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.